Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had significantly shifted. The closure device was only anchored on the limbus side of the laa. The physician sent the patient to the operating room to have the device removed. The patient underwent open heart surgery where the closure device was successfully removed from the patient and the laa was clipped. The patient did not experience any complications as a result of this event and is expected to be discharged from the hospital fully recovered.